Manufacturer narrative:
Device evaluation: lens was returned in liquid in a micro centrifuge vial. Visual inspection found the haptic was torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while loading a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+2.5/084 (sphere/cylindar/axis) into the cartridge, the lens tore/broke. This occurred on (B)(6) 2019. The cause of the event is reported as unknown.